Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed nine applications were performed with balloon catheter 2af284 with lot number 35109. A clinical issue, phrenic nerve palsy (pnp) was encountered during the procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The ablation was stopped and the pnp was monitored. The pnp had not recovered at the end of the case. The case was completed with cryo. No further patient complications have been reported as a result of this event.